Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the lamp error e105 was displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Event description:
Additional information from the customer was received stating that the event happened before the procedure and that the device issue was already ¿cleared when connecting the scope and switching it on.¿.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. There was no detailed information on the location and cause of the failure. However, a field service engineer (fse) checked the subject device on location and reported that the phenomenon was resolved. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.